Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges phlegm in their throat - it feels like something is in her throat and she throws it up. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 27, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges phlegm in their throat - it feels like something is in her throat and she throws it up. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. There was no error code found. Unit got scrapped. In box g: date received by mfg (rfb) has been updated. In box h : previously manufacturer missed to capture manufacture date and it has been captured in this report. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.